Event description:
Faulty urodynamic bladder catheter, reading 300+ pressures, checked pressures as recommended prior to insertion of catheter and they were appropriate (troubleshooting performed per recommendation from laborie) removed faulty catheter and replaced with new one. This is the 3rd event we have encountered like this. We believe 2 or 3 lot numbers are involved. In the 2 prior events, the defective catheters and pulled lot numbers were sent to laborie for further testing.